Event description:
The manufacturer received an allegation that a device's backlight was not lit. During the evaluation of the device at the manufacturer's service center, a failure of the device's lcd screen was observed. The device¿s lcd display was replaced to address the issue.